Manufacturer narrative:
The distributor evaluated the device.

Event description:
It was reported that there was an electrical leak detected from the heater. No pt involvement or adverse consequences are reported.